Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The insulin pump was received with missing segment due to lcd cracked zebra connector. We were unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a partial display anomaly; there were two lines across the screen that made it difficult to read the display. The customer changed the battery a few times last night but the partial display continued. Additionally, the customer had an issue with the up arrow key; the arrow key either has a delayed response or none at all. The patient's blood glucose at the time of incident was 89 mg/dl. The customer did not recall any significant events that lead to the keypad issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.